Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on the last remote monitoring report, a red alert on leads was displayed. Fluctuations on the left ventricular lead impedance curve along with noise on the right ventricular autosensing histograms were observed since (B)(6) 2017. Preliminary analysis results revealed that the left ventricular lead impedance measurements were within normal range.

Event description:
Reportedly, on the last remote monitoring report, a red alert on leads was displayed. Fluctuations on the left ventricular lead impedance curve along with noise on the right ventricular autosensing histograms were observed since (B)(6) 2017. Preliminary analysis results revealed that the left ventricular lead impedance measurements were within normal range.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Preliminary analysis results revealed that the red alert on the leads was due to low p wave measurements. This behavior is compliant with the device specifications.

Event description:
Reportedly, on the last remote monitoring report, a red alert on leads was displayed. Fluctuations on the left ventricular lead impedance curve along with noise on the right ventricular autosensing histograms were observed since (B)(6) 2017. Preliminary analysis results revealed that the left ventricular lead impedance measurements were within normal range.